Event description:
It was reported that the patient underwent c5-6 and c6-7 posterior fusion by mixing rhbmp-2/acs with autograft and allograft and placing the mixture into the patient's cervical spine without the required lt cage. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2009, the patient presented with neck pain and pseudoarthrosis. The patient underwent posterior foraminotomy right c5-6 and c6-7, posterior spinal fusion c5 through c7 with segmental posterior spinal instrumentation, local autograft, allograft, rhbmp-2/acs, and ssep and emg monitoring, use of operative microscope. As per op-notes, ¿¿.a medium rhbmp-2/acs kit had been reconstituted, and one sponge was split longitudinal, and the half sponge was placed bilaterally lateral to the screws over the local bone. Two other sponges were then used and wrapped around allograft chips and placed on the lamina and spinous process of c5 through c7. The wound had been irrigated well with antibiotic-containing saline prior to placement of the rhbmp-2/acs. No further irrigation was performed after placement of the rhbmp-2/acs¿.¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.